Manufacturer narrative:
(B)(5). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for son via phone call for low blood glucose. Customer reported that blood glucose at the time was unknown but in the 50's or 60's mg/dl. Patient's current bg: 286 mg/dl. Customer had issues with low blood glucose and infections. Customer stated that patient has been having low blood glucose after an infusion set change. Patient has been having lows over the past month and a half. Customer stated that the last time they changed his set the nurse from his school called and he was at 78 mg/dl and she gave him a snack and he was at 72 mg/dl at lunch. Found that the proactive box was sent to incorrect address. They treat the low blood glucose with food, with high they treat with the pump or a shot. Customer states the site does show signs of infection. Signs of infection are red, greenish yellow pus. Hot to the touch. Location of infection is, his legs, buttocks, and abdomen. The infection lasted about 5 days. Customer cleans the site with witch hazel. The insulin pump will not be returned for analysis.